Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, which required hospitalization. The definitive etiology of the serious adverse event is currently unknown; therefore, causality cannot be firmly established. However, the patient¿s poc reported they were out of under pads for initiation and termination of treatment and utilized whatever was available (specifics not provided). It should be noted that limited clinical follow-up information precluded a more comprehensive investigation, nevertheless there was no report that a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the limited information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been in the hospital for more than a week due to peritonitis. The patient contact stated they have been out of the under pads for the last couple deliveries. The patient contact thinks because they have been having to use whatever they have instead of their normal routine with all supplies, he said that could be the reason the patient got peritonitis. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment records, medication records, demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been in the hospital for more than a week due to peritonitis. The patient contact stated they have been out of the under pads for the last couple deliveries. The patient contact thinks because they have been having to use whatever they have instead of their normal routine with all supplies, he said that could be the reason the patient got peritonitis. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment records, medication records, demographics) were unsuccessful.